Manufacturer narrative:
Technician found that the head hi/low would drift down over period of time due to bad valve solenoid. Replaced the valve solenoid (B)(4) to resolve this issue.

Event description:
Information received indicated that the head hi/low would drift down over period of time.